Manufacturer narrative:
The insulin pump received with intermittent button response due to moisture damage keypad traces. No unexpected numbers ramping during testing. The insulin pump received with cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, broken belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It is reported that the customer has an issue with the buttons and screen malfunctioning on the insulin pump. Their blood glucose level was 128mg/dl. The customer states she tried to clear it but cannot. Troubleshooting was done. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.